Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/ with the following findings: there is a crack running from the case seal towards the threads. (B)(6) rule out: this is not reportable to (B)(6) because this issue meets (B)(6) regulatory guidelines for medical devices exemption rule 4; protection against a fault functioned correctly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 10/13/2017.